Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose while on call due to green light not flashing on transmitter when connected to sensor. Customer's blood glucose was 33 mg/dl and was treated with juice. Customer disconnected and reconnected transmitter and was able to resolve issue. Customer declined troubleshooting for low blood glucose due to blood glucose stabilizing.